Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported experience of failure to deploy and retrieve the needles was confirmed. The cause for the needle deflection striking the barrel and preventing the deployment and retrieval of the needles is related to operational context of the device. Based on the investigation of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances associated with this lot. Results of the query of similar incidents in the complaint handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that suture placement was attempted in the right common femoral artery using the preclose technique with a prostar xl device, prior to a transcatheter aortic valve implantation procedure. The arteriotomy was 18f. Reportedly, one needle failed to deploy. The needle backdown procedure was done. A second prostar xl device was used to achieve hemostasis. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. The physician is reportedly trained in the use of the prostar xl device. Additional information was not provided.